Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did find it kinked, and a leak was observed within the exposed portion of the soft cannula. It could not be determined when the damage occurred or if it affected the pod¿s ability to deliver insulin when the device was worn. No damages or defects were noted to the formed needle that may cause pain. The exact cause of the reported event could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 374 mg/dl, while wearing the pod between 24 and 36 hours on the abdomen. The patient had pain at the insertion site. The pod was removed and the cannula was noted to be bent. A new pod was applied to treat the hyperglycemia. The patient's blood glucose history is as follows: time: (B)(6) 2019 23:30, bg (mg/dl): 176; 23:56, 219; (B)(6) 2019 00:24, 295; 02:52, 374; 03:45, 319; 05:30, 280.